Event description:
It was reported by service report that the height adjustment racks do not lock into position consistently. There was patient involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Deadstop bumpers.